Event description:
The complainant stated the foot lever works when using CPR but does not work for the trendelenburg function.

Manufacturer narrative:
The tech isolated the issue to a sticking trend valve. He replaced the trend valve to repair the bed.